Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch # u5dw3j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeezing the firing handle exposes the knife. Confirm that the red safety is engaged prior to remove the excised tissue from within the circular knife. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Do not fire the instrument if the orange indicator is not advanced as far as possible within the green range of the gap setting scale. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5dw3j, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy the stapler fired, stapler cut but didn't staple. Surgery time has increased by 3:30 hours. Surgery was transferred from trans-anal to lap. Expanded, open wound was sewn up. Patient was placed on cvc, patient was placed on parental nutrition, patient needs strong antibiotics, fasting about 14 days.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023; d4 batch #; unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Third grade. Were the hemorrhoids circumferential or in specific quadrants? At 12:00, 03:00 and 09:00. Please describe. What is the surgeon¿s experience with the pph procedure? The surgeon has 15 year of experience with stapler hemorrhoidopexie, he only uses ethicon staplers. Since he grounded the proctology clinin at the (B)(6) hospital 4 years ago, he´s been performing the procedure several times a week, he prefers the procedure over hemorrhoid ligature or other procedures. What is the surgeon¿s experience with the pph device? He only uses ethicon (15 yerars experience). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? 1 minute was a complete washer transection confirmed? Yes. Were there any issues with stapler formation identified at any point throughout the care of the patient? Yes, there were no staplers at the open rectum. What was the estimated volume of blood loss (ml)? Minimal. How was the bleeding treated? Stitches. Did the patient require a blood transfusion? No. What is the current status of the patient? Good evolution, no complications after the transanal hand end to end anastomosis and laparoscopic suture test, the patient could leave the hospital a week later after the incident, with 2 ambulatory laboratory tests that were also without rise of leukocyte or crp results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.